Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited increased, but in-range, shock impedance measurements. As there was no impact to patient therapy the physician chose to continue monitoring the patient. Approximately 1.5 years later information was received that rv shock impedances continued to vary somewhat until reaching high out-of-range levels. It was noted the patient had an unrelated illness during the period of abnormal measurements for which the physician suspected may have caused the observed impedance change. All other lead parameters were stable and within normal limits. The patient was enrolled in remote monitoring for continued follow-up. No adverse patient effects were reported. This system remains in service.